Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no power on the communicator and was observed to have burning smell. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the allegation against the communicator was confirmed. The returned communicator power adapter was unable to power the communicator due to an internal anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no power on the communicator and was observed to have burning smell. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.